Event description:
It was reported that the patient experienced a nocturnal low glucose event with a reported value of 67 mg/dl after recent dietary changes to reduce carbohydrate intake, and the patient self-treated with 8 grams of oral glucose tablets with recovery to range in approximately 30 minutes; the patient requested consultation with a clinical specialist regarding the dietary changes. Symptoms included an asymptomatic hypoglycemic reading without associated complaints. Outcomes included resolution of the low without need for emergency care or hospitalization. Investigation included complaint intake, event triage, and troubleshooting and education regarding hypoglycemia management and dietary changes. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with hypoglycemia of unclear cause in the context of reduced carbohydrate intake and subsequent treatment response. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.